Manufacturer narrative:
The returned device was evaluated and performed as designed. No mfg defect that would have contributed to reported hyperglycemia was noted. An air bubble was found in the reservoir with only one insertion mark in the fill septum. This indicates that the user did not remove any residual insulin and that the air bubble was from the original filling of the pod. User error is therefore considered to have contributed. The omnipod user's guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." "Failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and cautions "avoid using insulin from more than one vial, which may introduce air into the syringe." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2012 her blood glucose measured 368 mg/dl at 5:32 pm, 248 mg/dl at 7:30 pm, and 246 mg/dl at 7:44 pm. She also stated that she'd had a "very stressful" day and doesn't know if that may have contributed to her elevated bg.